Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation, fatigue, left bundle branch block bradycardia and chronotropic incompetence on the treadmill. The right atrial (ra) lead dislodged and poor p-wave and high thresholds were also noted on this pacing lead. The ra lead was reprogrammed and an implantable pulse generator (ipg) and ra lead revision is planned. No further patient complications have been reported as a result of this event.